Event description:
A report was received indicating that a patient experienced bradycardia and asystole during intraoperative testing of a new implant. The patient's heartbeat had reportedly dropped about 70 beats per minute to 30-35 beats per minute, then asystole occurred. The surgeon attempted to re-implant the lead and absorb the blood, but the patient's heartbeat did not improve, so the patient was not implanted. Follow-up was performed and confirmed that the physician was following labeling instructions when attempting to implant the lead. A review of the device history record for the generator was performed and verified that the generator passed all quality inspections prior to release for distribution.